Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad). The device was prepped without issue. The xience nano was advanced through the non-abbott guiding catheter, however resistance was encountered during advancement. The device was retracted without resistance. Upon removal from the guiding catheter, it was noted that the stent was flared and mangled. The procedure was completed using another xience nano. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided. Returned device analysis noted a pinhole 1mm proximal to the distal balloon shoulder.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported stent damage was confirmed. The reported difficulty to position could not be confirmed. A pinhole was noted 1 mm proximal to the distal balloon shoulder. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.